Event description:
The unit had been in use for two days when the nurse found chemotherapy drugs leaking from the reseal of the bd posiflow device. The device was used with the bd pegasus product.

Manufacturer narrative:
The actual sample involved is not available for evaluation, however, one unused, extension set that is mated with the bd posiflow product was returned for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).